Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tummy hurts [abdominal pain upper]. Tampon is still in my body- vagina [foreign body in reproductive tract]. Tampon was split into two halves [device breakage]. Supposed to have a heavy flow, but no blood is coming out [amenorrhoea]. Consumer reported via phone that tampon split into two halves and she was only able to remove one half of the tampon. No serious injury reported.